Event description:
The pt was transported to pre-op before permanent pacemaker insertion. During transfer/shortly after arrival to pre-op, pt became asystole. It was discovered that the connection attaching the electrode to the battery became dislodged. On closer examination the lead of the electrode now in two pieces instead of one continuous lead and the attachment are slip connected. Personnel unaware of change in product.